Event description:
Customer has reported that during a rutine use of the item, surgeon noted the product wasgetting harder to use.

Event description:
Customer has reported that during a rutine use of the item, surgeon noted the product wasgetting harder to use.

Manufacturer narrative:
The event was not confirmed as medical records were not received for evaluation. Upon functional inspection, it was observed the femoral impactor extractor would not turn. Lubrication of the spring and threads made it easier to tighten and release the device. The device is functionally acceptable. Device history review: review indicates the device was manufactured with no reported discrepancies. Complaint history review: review indicates there have been no other reported events for the reported lot. The reported disassembly issues regarding a triathlon impactor/extractor could not be confirmed. A device inspection indicated that when lubricated, the device is fully functional. The investigation indicated the event is not device related.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.